Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported difficulty removing PICC, and bleeding at insertion site. Once removed from patients¿ arm, the catheter was not fully intact. Patient arrived for evaluation/replacement of rue PICC as it was leaking. Cxr completed, appeared retracted on cxr and clear fluid noted to leak when flushed with ns. Lue PICC placed successfully. Rue PICC removed and "hole" noted at approximately 2.5cm marker. Original PICC secured at 0 cm marker. Rue appeared swollen- patient denies pain. Patient unable to state what medication was infused. Dr was notified. As patient has follow up appointment the following day, agreed to monitor site. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed that there was a split in the catheter tubing, resulting in it being bent. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported difficulty removing PICC, and bleeding at insertion site. Once removed from patients¿ arm, the catheter was not fully intact. Patient arrived for evaluation/replacement of rue PICC as it was leaking. Cxr completed, appeared retracted on cxr and clear fluid noted to leak when flushed with ns. Lue PICC placed successfully. Rue PICC removed and "hole" noted at approximately 2.5cm marker. Original PICC secured at 0 cm marker. Rue appeared swollen- patient denies pain. Patient unable to state what medication was infused. Dr was notified. As patient has follow up appointment the following day, agreed to monitor site. No other information was provided.